Event description:
On (B)(4) 2013, isi received (B)(4) with the following event description: pk dissecting forceps not working properly per surgeon. Instrument replaced. Upon inspection of instrument, there was a frayed segment on the instrument. No harm to patient. No x-ray required, as item was intact.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.